Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited a pacing impedance measurement of 2500 ohms on the right ventricular (rv) channel through the device and a pacing system analyzer (psa). An x-ray revealed the lead was fractured. A revision procedure was performed. This lead was surgically abandoned and a replacement lead was implanted with the existing device. No access could be obtained on the left side and the system was moved to the patient's right side. No adverse patient effects were reported.